Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735346r, serial/lot #: unknown. Report source - foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported cause was confirmed and the cause of the event was due to the positioning sensor unit (psu). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system fell down while moving. After that, it started, but positioning sensor unit (psu) did not recognize. There was an error with the led slashing on the psu. It could not be used optically but the magnetic field type could be used. The psu has been planned to be replaced. Navigation was aborted causing no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Correction: concomitant product has been updated: other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. Device evaluation: the returned psu was analyzed. It powered up on the test bench with the amber fault light on. A check of the event log showed a bump detected (B)(4) 2019. After clearing the bump sensor, the psu passed an accuracy test (aak) at .16 mm with a passing threshold of .35 mm. The psu is now fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system fell down while moving. After that, it started, but positioning sensor unit (psu) did not recognize. There was an error with the led slashing on the psu. It could not be used optically but the magnetic field type could be used. The psu has been planned to be replaced. Navigation was aborted causing no delay to the procedure. Additional information was received. It was reported that the camera had "error lamp lights". No impact on patient outcome.